Event description:
During the operation of implantation, the surgeon found a leak in the valve.

Manufacturer narrative:
The valve was patent. However, the valve failed leak testing due to multiple tears on the top of the delta chamber. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.